Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and was found that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that they were unable to accurately measure helix length due to helix being bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead was attempted but not used due to patient anatomy. While removing the lead, the screw would not retract. No patient complications have been reported as a result of this event.